Event description:
It was reported the screen is cracked and needs to be fixed. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification.. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the display overlay is cracked and right keyboard hinge is broken. Analysis also found the common mode/wrist electrode functional test failed; the lem (link electronic module) printed circuit board assembly found out of electrical specification. (B)(4).